Event description:
The patient has not been using or charged for ¿what¿s seems like at least a year or more¿. The patient does not like to charge and finds it cumbersome. The second overdischarge was confirmed. No patient symptoms were associated with this event. The patient was seen late in the afternoon yesterday but it was too late to begin the physician mode recharge (pmr) process. The patient¿s doctor was not available to meet her until (B)(6) to reset the device. An appointment was scheduled for that date to perform a pmr. The company representative was met with the patient on (B)(6) 2014. We attempted ¿por¿ many times. The doctor was informed and it was decided that the battery would be replaced by another physician in the near future. The patient requested a non-rechargeable battery.

Manufacturer narrative:
Product ID 39286-65, serial# (B)(4), implanted: 2011 (B)(6); product type lead product ID 37752, serial# (B)(4); product type recharger product ID 37743, serial# (B)(4); product type programmer, patient. (B)(4).